Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the bottom of the IV burette is not attached firmly could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10012564 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bottom of the gra set v/nv qs mc 60d 3ss burette was loose and separated during use. The following information was provided by the initial reporter: "the only adverse response from this fault is that a giant mess is created that has to be cleaned and fluids have to be administered again with a new IV kit. Thankfully no patients have been negatively affected by this fault."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bottom of the gra set v/nv qs mc 60d 3ss burette was loose and separated during use. The following information was provided by the initial reporter: "the only adverse response from this fault is that a giant mess is created that has to be cleaned and fluids have to be administered again with a new IV kit. Thankfully no patients have been negatively affected by this fault."